Event description:
It was reported the pt was admitted with recurrent chest pain associated with EKG changes and shortness of breath to rule out myocardial infarction and risk stratify with adenosine mibi, which revealed anterior wall ischemia (2004). A cardiac angiogram revealed two vessel coronary artery disease including a moderate stenosis of the posterior lateral branch and a high grade complex left anterior descending artery, diagonal branch. The pt was hemodynamically unstable during the diagnostic procedure. At 1430 hours, the pt underwent emergent angioplasty with stent placement due to recurrence of symptoms. The result was no residual stenosis with timi iii flow, and no evidence of dissection. A limited pre-deployment right femoral angiogram demonstrated a high puncture at the distal external iliac artery. An angio-seal device was deployed with hemostasis achieved. The pt was transferred to the unit pain free and in stable condition. The pt remained clinically and hemodynamically stable until 0030 hours the next day when the pt stood up and was reportedly combative, followed by sudden lightheadedness associated with hypotension and was resuscitated using crystalloids, blood products, and medication. The physician suspected active bleeding from the puncture site. Despite aggressive measures, there was only a partial blood pressure response. The pt developed asystole at 0220 hours, necessitating CPR/acls and expired at 0328 hours. An autopsy revealed a large retroperitoneal bleed, with dissection into the peritoneum. The source was the right iliac arteriotomy site. The angio-seal device anchor was found not intravascular as intended, but rather in the surrounding soft tissue. The pt was intubated during resuscitation efforts. Pt was pronouced dead at 0325 hours from hemorrhagic shock caused by arteriotomy site bleeding.